Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. A 3.5x24 synergy drug-eluting stent was advanced but failed to cross the lesion. In an attempt to remove the device, the stent caught up with the lesion and became elongated. Eventually, the device was able to be removed intact and the procedure was completed with a different device. No patient complications were reported.